Manufacturer narrative:
Consumer reported that the solution burned her cornea off. She reported that it caused the whites of her eye to turn yellow. Consumer did not visit a doctor for the event. She self-treated with an ice pack and flushed her eye with saline solution. Consumer reported her eye hurt for a full 24 hours and then it began to slowly subside before returning to normal. Consumer states that she never read the instructions and squirted the solution directly into her eye. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, "hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema." The symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The product was not returned.

Event description:
Consumer reported that the solution burned her cornea off. Consumer states that she never read the instructions and squirted the solution directly into her eye. She reported that it caused the whites of her eye to turn yellow and she could not wear her contacts for four days. Consumer did not visit a doctor. She self-treated with an ice pack and flushed her eye with saline solution. Consumer reported her eye hurt for a full 24 hours and then it began to slowly subside before returning to normal.